Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2. Customer reported the presence of unidentified particulates in several of the syringes.